Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant in female patient 77 years old. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not had a horizontal aorta and the sizing of the annular dimensions. Was: perimeter: 73,3 mm, perimeter derived ø: 23,3 mm, area: 418,4 mm², area derived ø: 23,1 mm. The valve was prepared as per IFU, and the patient underwent balloon predilatation implantation accordingly to standardized protocol. A one time resheath was performed due to too high position. A final position at 80% deployment verified in lao and rao projections, with depth of ca. 2mm in left coronary cusp (lcc) and 4mm in non- coronary cusp (ncc). Tension from the system was removed and the valve was slowly released. All 3 retention tabs were released; confirmed in angio. Shortly after full release, the valve migrated into the ascending aorta. The patient remained hemodynamically stable throughout the procedure. Due to potential coronaries obstruction of second valve, the navitor valve was snared higher above the level of left and right coronary arteries. A valve in valve procedure was performed and a non-abbott device was successfully implanted. The procedure was completed without any consequences to the patient. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrated to ascending aorta upon implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of reported incident could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."